Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no reported impact to the customer's blood glucose level. Reportedly, the customer addressed the alarms by changing all the supplies. As the events occurred in the past, troubleshooting was unable to be performed with tandem technical support.